Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc), but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for an additional microbiological testing. As a result of the testing, mesophilic aerobic microbe was detected from the sample collected from the air/water channel of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the sample collected from the air/water channel of the subject device tested positive for unspecified microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.